Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The suture break was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery with a proglide device after a percutaneous coronary interventional (pci) procedure. Reportedly, a suture break occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide. No additional information was provided.